Event description:
The technician alleged that the brake will not hold at foot end of the stretcher. No patient impact.

Manufacturer narrative:
The technician found the rocker arm at foot end of the stretcher is broken. The technician replaced the rocker arm with a brake upgrade kit to resolve the issue.